Event description:
It was reported that the patient had a terrible leg discomfort and could not feel it. The trial leads were removed and discarded per hospital policy. The patient has some improvement postoperatively but still has excruciating leg pain.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0, model: sc-2316-50e. Serial: (B)(6). Batch: 7218415.